Event description:
While utilizing the device to compound medication for a pt, the backflow check valve of filling port was found to not be functioning as demonstrated by solution "welling out" of fill port. In a second incident where pt uses a 250 ml device for antibiotic therapy, infusion was delayed due to device malfunction. Pt did not save the defective device for analysis as requested. In a third incident, where pt utilized a 250 ml device for antibiotic therapy, the elastomeric membrane ruptured making dose unuseable. Replacement dose was sent to pt. No interruption in therapy. This info was submitted as f/u 3/7/94: a second check valve was not functioning, a device filled with vancomycin leaked, and tubing broke off a third device on 2/94, cause unknown.